Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that values could not be measure for 2 hours. Arterial curve looked dampened and the monitor didn't measure pressure outputs. No patient complications were reported.